Manufacturer narrative:
H6: investigation summary: no physical sample was available for investigation. Two photos were provided to our quality team, through visual inspection, a plastic piece was observed within the syringe. Visual characteristics indicate the piece observed may be a plastic part from a damaged syringe that broke off and fell into the sample provided. A device history review was performed for the reported lot 2305717, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were used for additional evaluation. The products were visually inspected, no foreign matter or broken pieces were observed within any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, the piece could have broken off due to another syringe jamming within the manufacturing equipment and falling into the sample as seen within the photo.

Event description:
It was reported that foreign matter ws found in a bd plastipak¿ luer-lok¿ syringe package. The following was received by the initial reporter: we have found an anomaly in a bd plastipak 50 ml syringe. The users indicate that a large piece of plastic was found in the syringe. We ask for your support to retrace the cause with the goal of preventing recurrence. Happy to hear from you.

Event description:
It was reported that foreign matter ws found in a bd plastipak¿ luer-lok¿ syringe package. The following was received by the initial reporter: we have found an anomaly in a bd plastipak 50 ml syringe. The users indicate that a large piece of plastic was found in the syringe. We ask for your support to retrace the cause with the goal of preventing recurrence. Happy to hear from you.

Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.